Event description:
She also reported that the buttons on the pump (up, down arrows and the ok) are all intermittently responsive. The up arrow is the worst out of the three (almost with every button press). There is no adverse events related to this issue. The product was replaced.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that the ok, up arrow, and down arrow keypad buttons are intermittently responsive. There was evidence of keypad contamination found under all key contacts. Unrelated to the complaint, evaluation revealed a discolored display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.